Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced multiple occlusion alarms. The customer's blood glucose level was elevated; however the exact value was not provided. Troubleshooting to determine a possible cause of the occlusion was unable to be performed, as the customer declined to perform troubleshooting with tandem technical support.